Event description:
I had a trial of somnomed oral appliance for sleep apnea. I developed jaw pain. The dentist suggested I have tmj. I was recommended by both dentist and sleep doctor to stop using the device. FDA safety report ID # (B)(4).